Event description:
It was reported that the patient underwent explant due to lack of efficacy. The suspect product was returned and product analysis performed. One portion of the lead assembly was returned, and a significant portion of the lead body, electrode array, and tie downs were not returned. One set of setscrew marks were seen on the connector pin, providing evidence of a proper mechanical contact. Small and large o-rings were slanted back. Abrasions were observed on the connector boot and outer tubing in some areas that did not penetrate. A tear opening on the connector boot was also seen, possibly caused by wear. The end of the outer / inner tubes and coils were cut, and dried body fluids were observed inside the inner tubes in some areas, with no path of ingress noted other than the cut end. White deposits were observed on the connector boot in some areas, associated with organic processes as a result of implant. Incisions were made to allow for continuity checks and no open circuit conditions were seen. Other than the tear opening, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.